Manufacturer narrative:
Approximate age of device- 1 years 9 months 24 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assistance device on (B)(6) 2017. It was reported a vad revision/exchange was anticipated for during the admission. A pump exchange was subsequently performed on (B)(6) 2019. No additional information was reported.

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of low flow alarms; however, the report of malpositioning of the pump could not be confirmed as no images or scans were provided for evaluation. The submitted controller event log files captured periods of low flow hazard alarms from 05:58:40 pm through 06:09:33 pm on 20dec2018 and from 12:18:26 pm through 12:20:32 pm on 29dec2018. These alarms were associated with calculated flow intermittently reaching values as low as 2.1 lpm, below the low flow threshold of 2.5 lpm, and they lasted up to approximately 9 seconds in duration. The submitted controller periodic log files also captured low flow hazard alarms on 16dec2018, 21dec2018, 22dec2018, 26dec2018, and 27dec2018; however, a specific duration of these alarms could not be determined through this evaluation. Despite the low flow alarms, the pump appeared to have functioned as intended throughout the duration of the log file. The heartmate 3 lvas IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. In addition, this IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that the pump was re positioned and invading trabeculae were removed from the inflow of the cannula - it was coming from the left ventricle into the inflow. During the revision surgery, the following items were replaced: 1) sealed outflow graft with bend relief (lot 198272); 2) apical cuff (lot 6483060. In addition, an outflow graft clip (lot 6716851) was added to the outflow graft. There was no obstruction with the outflow graft. No images available. Outflow graft was replaced because the pump was re positioned and the outflow graft length was not correct; therefore a new one was needed. The outflow graft will not be returned for evaluation.